Event description:
The account stated that the head section of the bed does not go up.

Manufacturer narrative:
The technician isolated the issue to a defective head valve. He replaced the head up valve to repair the bed.